Manufacturer narrative:
No ramping numbers noted. No unresponsive buttons noted. All buttons function properly; however, the insulin pump had moisture on keypad traces. The insulin pump had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were ramping up when attempting to bolus. Customer's blood glucose was 66 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer reported possible moisture exposure to sweat on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.